Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet with a g7 sensor, described dissatisfaction with the lack of an override feature, and elected to discontinue therapy and return to a prior pump. Symptoms included drowsiness and feeling sick associated with hypoglycemia, with the lowest glucose reported below 70 mg/dl and one episode lasting about 45 minutes; the user was treated with oral glucose, and device alerts were received. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer support, troubleshooting, and education, internal review by the field team, and coordination with the healthcare provider. Investigation of this case revealed hypoglycemia of unclear cause without evidence of device malfunction, and the device and relevant consumables were approved for return for further assessment. It was concluded that the cause was undetermined.